Event description:
It was reported that the patient had a hip revision. Surgeon suspected loose components (well fixed-not removed). In process of assessing implant fixation, the ceramic liner was removed (suspected to have been loose). New poly liner/femoral head were implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a trident ceramic liner was reported. The event was not confirmed. Device evaluation and results: explantation damage was noted on the metal sleeve on the trident liner. Discolouration was also identified on the rim of the liner likely as a result of in-vivo service. The trident liner was dimensionally inspected. The device was proven to conform to requirements. Device history review: the devices were accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided, there was no evidence to support the liner coming loose from the shell. Additional information, including operative reports with shell details, progress notes and x-rays needed to fully investigate the event.

Event description:
It was reported that the patient had a hip revision. Surgeon suspected loose components (well fixed-not removed). In process of assessing implant fixation, the ceramic liner was removed (suspected to have been loose). New poly liner/femoral head were implanted.